Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nokor¿ filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nokor¿ filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #5302787 regarding item #305200. Additionally, a device history record review was completed. Assembly batch 6300802 had 51 visual inspections performed on 2,700 parts with zero defects noted. The ID inspection system was challenged 25 times using 625 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.